Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio also observed that the device would not power on when prompted. Physio then removed the analog pcb for further examination. Through evaluation of the removed analog pcb assembly, physio determined that the cause of the reported issue was that two (2) internal hybrid layer capacitor (hlc) batteries, designators bt2 and bt3, had depleted to zero (0) and would no longer take or hold a charge which prevented the device from powering on when prompted.

Manufacturer narrative:
(B)(4) .a third party service agent examined the customer's device and verified the reported issue.  The customer will receive a replacement device. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. (B)(4).

Event description:
The customer contacted physio-control to report that their device had all three icons (charge pak, attention and service wrench) present on the readiness display.  The three icons being illuminated indicates that the device may not be able to provide sufficient defibrillation therapy, if it were necessary.  There was no patient use associated with the reported event.